Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the event description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the system, a few days post-implant, had an inappropriate shock due to oversensing noise from air bubbles. Technical services advised some programming options. The device sensing vector has now been reprogrammed. There were no adverse patient effects. The system remains implanted.